Event description:
I was using the amo contact lens solution that was put in for recall. Since I began using the product in 2005, I have had a ton of eye issues. First, I thought that it was due to my contact lenses, so I made sure that I would wear them only while I was out, then I would come home and follow my dr's instructions for cleaning and storing. In 2006, my eyelids would get infected, swollen, and I would have a yellow-green discharge. I went to my dr and he said that it could be allergies, it could be that I was using new make-up, and prescribed an eye ointment to be applied to my eyelids. The symptoms cleared up, I went back to wearing my contact lenses, and within a week the infection was back. I changed all my make-up, got new make-up brushed, and used the ointment again. The symptoms kept coming back randomly. Towards the end of 2007, I bought new contact lense solution, and began wearing my lenses again. My eyes would get red, extremely itchy -like I had an eyelash in my eye that couldn't be pulled out, my eyelashes started to fall out because of the rubbing, I would wake up with "crusty" matter around my eyes, and my eyes would tear and tear. Now knowing what I know, I am freaked out. I understand that you are looking for info about what happened with patients use of the amo solution, but it is scary to know that my eye symptoms could lead to blindness. That is scar thing. Please let me know if there is anything else that I can do to help you all. Used 2005 - 2007, daily.